Event description:
Md reporting that pt was complaining of double vision and discomfort. A re-operation disclosed that the implant had fragmented and was removed. Original implantation was 1990, due to ocular trauma to right eye.